Event description:
It was reported during a da vinci assisted pancreatoduodenectomy surgical procedure that the harmonic ace instrument was not recognized when using the equipment. Instrument was replaced with a new one.the procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage occurred outside of a surgical procedure

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have curved blade broken at its base. A piece approximately 11.0mm x 2.1mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. Additionally, the instrument was found to have a generator self test (aka initialization) failure during in house testing. Energy recognition test failed consistently on multiple attempts. The generator displayed an error message indicating "tighten assembly", even though the assembly was already tightened. The complaint regarding instrument not recognized was confirmed by failure analysis.the probable root cause can be attributed to use conditions.